Event description:
A caller reported a malfunction on the pump, but no notable events occurred prior to the issue. There was no reported adverse impact to the customer's blood glucose level. Technical support provided the caller with information on how to reset the pump, and assisted with the reset. The malfunction code did not recur after the reset, and the customer was informed they could continue using the pump. The caller acknowledged and understood the instructions to call back if the malfunction recurred.